Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for high readings. One remaining sensor passed per specifications with accurate readings.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low received an alarm but she was sleeping and since she did not respond to it, the insulin pump went into threshold suspend. Sensor was reading between 40 and 50 mg/dl but her blood glucose was 130 mg/dl. Current blood glucose value is 310 mg/dl and sensor glucose was 217 mg/dl. Last sensor reading was 366 mg/dl. Nothing further reported.